Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer was advised of the alarm and its possible causes. The customer stated that they were sleeping when the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No button error alarm noted during testing. The keypad connector was fully locked. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.